Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device evaluated by MFR: device not available.

Event description:
This pi is for revision 2 on left hip. It was reported through the filing of a lawsuit that allegedly the patient had the left femoral head at issue explanted on (B)(6) 2017 and had a re-revision surgery on (B)(6) 2017.